Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a pka case, prior to burring tibia, cutter check produced a "yellow" accuracy check above 2.0mm. Motor assembly was inspected and found that the anspach motor was loose inside the pka end effector. Depth gauge was placed on, and the collet nut was re tightened with the burr at the proper depth. Rio registration was performed again, and cutter check was performed once again for the tibia, resulting in a passing (green) accuracy. While burring the tibia, the 6mm burr (p/n lhd-6b-m) came loose from the motor assembly, and slid out of the front of the hd-long attachment. Burring was halted, and the arm removed from the incision. Motor assembly was disassembled, at which point it was discovered that the hd-long had been compromised, breaking apart into two component pieces. The hd-long was swapped for a new one, and the motor assembly was reassembled. There was a 10-15 minutes surgical delay.

Manufacturer narrative:
Reported event: the event reported that a partial knee end effector was not assembling with the anspach motor and cutting tools sufficiently. Device evaluation and results: visual inspection: no irregularities or damage was found. Functional inspection: a motor, hd long, and burr were assembled to the device and the device collet tightened to the hd long. The assembly was run with an anspach test box. No issues were found. The motor and hd long stayed assembled. Device history review: review of device history records indicate that (B)(4) devices were accepted into final stock on 02717/2017 with no reported discrepancies. Complaint history review: review of complaints within the trackwise database for p/n 111758, l/n 19610516 show no other complaints related to the alleged failure in this investigation. Conclusion: the failure was not confirmed. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
During a pka case, prior to burring tibia, cutter check produced a "yellow" accuracy check above 2.0mm. Motor assembly was inspected and found that the anspach motor was loose inside the pka end effector. Depth gauge was placed on, and the collet nut was re tightened with the burr at the proper depth. Rio registration was performed again, and cutter check was performed once again for the tibia, resulting in a passing (green) accuracy. While burring the tibia, the 6mm burr (p/n lhd-6b-m) came loose from the motor assembly, and slid out of the front of the hd-long attachment. Burring was halted, and the arm removed from the incision. Motor assembly was disassembled, at which point it was discovered that the hd-long had been compromised, breaking apart into two component pieces. The hd-long was swapped for a new one, and the motor assembly was reassembled. There was a 10-15 minutes surgical delay.